Manufacturer narrative:
The affected item was not returned for evaluation because still implanted. A review of the DHR revealed no deficiency in manufacturing and no material observations. The event could be transferred to a similar (here: not device related) risk ID in the risk analysis; the estimated threshold was not exceeded. General aspects: pain is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Pain may be tolerable with analgetic and antiphlogistic medication (s3). Referring to this point of view the possibility of post-operative pain was considered in the risk file. A product deficiency was neither reported nor observed on provided x-rays. As no additional reports regarding this event were filed it was concluded that the item had functioned as intended until date. From technical point of view a further statement was not possible. From medical point of view it was concluded that the event was related to the broken proximal femur. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. In case the products and / or relevant clinical information should become available we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device.

Event description:
The clinical trial adverse event form reported that the patient was admitted on (B)(6) 2015 following sudden onset of pain at left hip. Patient unable to mobilize. Patient managed conservatively with analgesia. Patient discharged on (B)(6) 2015. Medical history of depression, htn, heart stents, mi and leg pain when walking. The stryker clinical research team are not currently aware whether this report of pain is device related. The baseline event form indicates that the patient fractured his left hip on (B)(6) 2015 following a fall. Surgery was undertaken on (B)(6) 2015. The patient was implanted with a gamma 3 nail in a closed reduction procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition uncertain.

Event description:
The clinical trial adverse event form reported that the patient was admitted on (B)(6) 2015 following sudden onset of pain at left hip. Patient unable to mobilize. Patient managed conservatively with analgesia. Patient discharged on (B)(6) 2015. Medical history of depression, htn, heart stents, mi and leg pain when walking. The stryker clinical research team are not currently aware whether this report of pain is device related.